Event description:
Rptr, an rn, stated the hosp had rec'd the er1 message with a neonate. Technique did not seem to be suspect and test strips were unexpired. The pt was tested with another surestep meter with an er1 result. A test performed on another baby resulted in a blood glucose reading. After eight attempts to obtain a reading on the pt, a blood sample to the lab with a result of 1.1 mmo1/l (18 mg/dl.) Baby was treated with a dextrose drip and fed successfully.